Manufacturer narrative:
(B)(4). This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the nslg2c35 device with the jaws detached from the welding point. Image 2: the first image on the letter is the nslg2c35 device with the jaws detached from the welding point. Image 3 : on this image a portion of the shaft can be observed with a damaged to the shaft cover and the active rod out of the shaft images 4 & 5 : for this images a close look to the blade can be observed anda damaged to the upper and lower tip. Images 6, 7, 8 , & 9: next images the jaws can be observed detached form the shaft and with some damage image 10: for the last image the electrode can be observed slightly detached from the jaw. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was returned with the jaw detached and returned. In addition, the top of the I-blade was damaged. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device returned we were unable to investigate further the jaws would not open issue as reported. A probable cause of the damage to the jaw and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hysterectomy, the jaws became not to open during use. The device was used on the ligament. The nurse broke the jaws to see if there is any broken piece is inside the patient. The x-ray was also taken, and no piece fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.